Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced a high blood glucose. Customer¿s blood glucose value was 550 mg/dl. Customer also stated that the insulin pump had a 9 insulin flow blocked alarm for the past 5 days. Customer stated that the customer had tried all the remedies still insulin flow block alarm occur. Customer stated that the infusion set was not bent or kinked. The device will return for the analysis.

Manufacturer narrative:
No unexpected insulin flow blocked alarms or no delivery/occlusion alarms noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test.